Event description:
It was reported that the patient underwent a catheter replacement. The reason for the revision was not provided. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results code used for the catheter.